Event description:
It was reported that, surgeon said that the pt experienced an inexplicable pain and swelling. Surgeon said cobalt levels were elevated. Therefore, surgeon explanted the listed items and replanted the following items: a restoration stem, adm polyethylene and 28 mm cobalt chrome -3 head.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR# 2249697-2012-00970.